Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Optical sensor issue: clinical details report a placement signal not reliable alarm on the date of implant. Shockwave was being used in the riva/lad at the time the issue was noted, though the distance between the device and the optical sensor was not clear. Data logs were reviewed and the alarm was confirmed. Roughly three hours into the case, there was a sudden drop of signal to noise ratio to 0, lamp increased, contrast dropped, gain dropped, and light remained stable. These are indications of a sensor break. Product was not returned for investigation. Based on the clinical details provided in conjunction with data log signatures, the cause of the optical signal issue was determined to be a device interaction that resulted in sensor damage. Since the distance between the devices at the time of damage was unknown, the more proximal cause could not be determined.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal not reliable alarm. The patient is in stable condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.